Event description:
It was reported that there was false atrial fibrillation detection due to frequent t wave oversensing. Reprogramming the implantable cardiac monitor eliminated the t wave oversensing. The device remains in use and the patient will be reassessed in one month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.